Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right side of femoral artery through a 6f 50cm non bsc sheath. The 99 % in stent re-stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery (sfa). After a non bsc guide wire crossed the lesion, a 5.0x220x90 sterling¿ balloon catheter was advanced. During the first inflation at 5atms, the balloon ruptured after 5 seconds. It was noted that there was a leakage of contrast media under fluoroscopy. There was no kink prior to use and no resistance noted during the procedure. The balloon was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).